Event description:
Reportedly, the pacemaker was explanted at an unknown date due to an infection. The device will be returned for analysis.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the pacemaker was explanted at an unknown date due to an infection.

Event description:
Reportedly, the pacemaker was explanted at an unknown date due to an infection.